Event description:
It was reported that: approx 45 minutes into a laparoscopic cholecystectomy, the anesthetist noted that the sevoflurane vaporizer was empty. An alternate vaporizer was used and additional i.v. Medications were given to complete the case. The pt was reported to have post operative recall of the procedure. It was reported that the pt received psychiatric post operative therapy.